Event description:
Philips received a complaint on a patient information center ix indicating that surveillance alerts were visible, but no audible alarms were present. The device was reported to be in clinical use. No adverse event to the patient or user was reported.

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) who supported the onsite biomedical (biomed) technician in troubleshooting the issue. During the investigation, the biomed attempted to resolve the issue by disabling other sound options; however, this action did not restore the audible alerts. Further inspection of the system connections revealed that the remote solution had been plugged into an incorrect port. Once the misconnection was identified, the root cause of the missing audible alerts was determined to be improper system setup rather than a device malfunction. The issue was resolved by connecting the plug into the correct port. A review of the service history for this device shows the problem has not been reported again for this device.